Manufacturer narrative:
A ventilator was reported with failing the internal leakage test during pre-use check. A service engineer confirmed that a pressure transducer printed circuit board (pcb) was faulty. The pcb was replaced and the ventilator passed the pre-use check and was returned for clinical use. The pcb was not returned but logs were sent back for investigation. The reported issue could be confirmed in the logs, starting on (B)(6) 2021. Last time internal leakage test passed was on (B)(6) 2020. A defect pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. Since no goods was sent back, the root cause cannot be determined.

Event description:
Manufacturer's ref#: (B)(4).

Event description:
It was reported that the internal leakage test failed during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).